Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0190658, medical device expiration date: 2023-06-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0190661, medical device expiration date: 2023-06-30, device manufacture date: (B)(6) 2020. Investigation summary: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number (B)(4). The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that 2 syr 10ml pump compatible saline 10ml fil leaked past the stopper during use. The following was reported by the initial reporter: "it was reported -blood leaked outside of plunger when infusing into a dialysis catheter. Verbatim: per customer's response: was anyone hurt? No, it did however leave the tech at risk for blood exposure. Would you please send us correct lot#?this is what was reported. Do you have patient identifiers? This is not available. Do you have date of event? (B)(6) 2020. Product-0.9 % sodium chloride injection, manufacture number (B)(4), lot number 0190658. Product issue-blood leaked outside of plunger when infusing into a dialysis catheter. Product-0.9% sodium chloride injection, manufacture number (B)(4), lot number 01900661, product issue-when infusing and pulling back on the syringe, from a dialysis catheter/fistula, blood squirts out of the back end of syringe."